Event description:
It was reported the patient presented for a routine generator change. During device checks for the replacement implantable cardioverter defibrillator (ICD), it was discovered the replacement ICD exhibited premature battery depletion. The physician opted to complete the procedure with a different ICD. There were no patient consequences.